Event description:
The patient underwent primary surgery on (B)(6) 2022. On (B)(6) 2022, the patient has been revised the first time because of surgical wound issues. Ceramic ball head ø36 size xl and liner ø36/e revised successfully and the surgeon implanted ceramic ball head (ø36 size xl) and pe liner. On (B)(6) 2022, the patient underwent a second revision surgery due to joint luxation. Ball head, liner and acetabular shell have been successfully revised and versafitcup dm ø58mm, liner dm ø28/58mm dmi and cocr ball head ø28 size xl (+7) were implanted.

Manufacturer narrative:
Batch review performed on 18 april 2024. Lot 21c0054: (B)(4) manufactured and released on 26-oct-2021. Expiration date: 2026-10-10. No anomalies found related to the problem. To date, 20 items of the same lot have been sold with no similar reported event during the period of review. Additional component involved in the event: liner: versafitcup cc trio 01.26.3644hct flat pe hc liner ø 36 / e (k1033529) lot 2118278: 128 items manufactured and released on 12-jan-2022. Expiration date: 2026-12-22. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.